Manufacturer narrative:
During the device evaluation, the enlite was determined to be the concomitant device, and the adapter was determined to be the primary device. It was confirmed by the manufacturing sales representative at the healthcare facility that a portion of the adapter housing was broken, which prevented the device from being able to be securely attached to the laptop. The adapter not being securely fastened to the laptop is a potential cause for the adapter not being fully connected, which would interfere with the connection to the camera and with the power connection to the laptop.

Event description:
It was reported that during the course of an ent procedure, the enlite system encountered an error message that it was unable to communicate with the camera and that it was running on battery power. Due to failure of troubleshooting attempts, navigation was discontinued. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully using conventional methods.

Event description:
It was reported that during the course of an ent procedure, the enlite system encountered an error message that it was unable to communicate with the camera and that it was running on battery power. Due to failure of troubleshooting attempts, navigation was discontinued. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully using conventional methods.

Event description:
It was reported that during the course of an ent procedure, the enlite system encountered an error message that it was unable to communicate with the camera and that it was running on battery power. Due to failure of troubleshooting attempts, navigation was discontinued. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully using conventional methods.